Manufacturer narrative:
Upon evaluation of the device, no failure was found. Routine maintenance was performed on the device and it was returned to the user facility.

Event description:
It was reported that the multigen radiofrequency generator stopped working during a procedure resulting in the procedure being cancelled and rescheduled. The patient was not under any anesthesia at this time. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the multigen radiofrequency generator stopped working during a procedure resulting in the procedure being cancelled and rescheduled. The patient was not under any anesthesia at this time. There were no patient or user injuries, and no adverse consequences.